Event description:
The 355ld was used during a laparoscopic cholecystectomy. The surgeon could not activate the safety shield. After several attempts a new device was opened to complete the case and worked fine. There was no consequence to the pt.